Event description:
Caller reported indicated battery charge dropped significantly in a short period of time. There was no adverse impact to the customer's blood glucose level. Technical support (cts) instructed caller to perform specific steps to manage the battery charge issue, including re-plugging the pump at a low charge to update the battery status. The issue stemmed from a fuel gauge fluctuation, which tandem resolved in a software update. Cts provided information on updating the pump software and educated the caller on preventing this problem, and the caller acknowledged the guidance.